Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change-out, externalized conductors were observed. The physician elected to leave the lead implanted. Patient was stable during and post-procedure.